Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) down-catheter restriction and low helium. Catheter restriction and low helium alarm while device was in use reported by phone. There was no harm getinge field service engineer (fse) could not duplicate issue with unit ran 130 bpm for 45 minutes with balloon attached no helium alarm or restriction occurred .

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only.providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is down catheter restriction and low helium. There was no patient harm reported.